Event description:
While on a cardiac arrest call, the intraosseous (io) seal was broken and the io drill pulled out with the trigger cover in place. The io drill was found to be dead and unable to be used to obtain access. The patient did not have IV access. Once the quick response vehicle (qrv) arrived on scene the io in the qrv was used to obtain io access.